Manufacturer narrative:
Corrected data: updated no other similar complaints to two (2) similar complaints identified; see below statement. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event.

Event description:
N/a.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The st aia-pack ctnl2 analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Aia-360 operator's manual under chapter 10: daily maintenance procedures provides detailed maintenance guidance. The most probable cause of the reported event was due to a biological contamination of the system.

Event description:
A customer reported that the level 1 quality control (qc) result for cardiac troponin I (ctnl2) is out of range high on the aia-360 instrument. The customer performed bleach cleaning and recalibrated with a new ctnl2 test cup lot, but qc remained out of range high. The customer ran a mac qc for troubleshooting purposes and all results were out of range high. Customer also performed a ten-point precision test on the level 1 qc, then changed the substrate, wash and diluent solutions. Technical support specialist (tss) sent a new ctnl2 test cup/calibrator reagent lots for evaluation. The customer later followed up to report that after performing another bleaching of the reagent lines and calibrating with another new test cup/calibrator reagent lot, the qc run was completed successfully within acceptable range. Customer confirmed no further action required, the aia-360 instrument is functioning as expected. The reported event caused delayed reporting in patient results for cardiac troponin I (ctnl2). There was no indication of patient intervention or adverse health consequences due to the delay in reporting of patient results.